Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included threatened abortion (threatened abortion before 22 weeks gestation) in 2010, ectopic pregnancy in 2007, body mass index normal, multigravida, parity 4 (live birth (B)(6) 2003, (B)(6) 2005, (B)(6) 2008, (B)(6) 2010), cramp in lower abdomen, genital bleeding, abdominal pain, headache, stress, depression, anxiety, dysthymic disorder, nausea, vomiting, bipolar disorder, anorexia and anemia. Previously administered products included for birth control: depo-provera; for an unreported indication: citalopram hydrobromide. In 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2013, the patient experienced allergy to metals ("nickel allergy") with dysgeusia and fatigue ("fatigue"). In 2016, the patient experienced migraine ("migraines / headaches") and the first episode of alopecia ("hair loss") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced back pain ("back pain"), arthralgia ("hips pain"), vulvovaginal pain ("vaginal pain"), tooth loss ("tooth loss"), the second episode of alopecia ("hair loss") and rash vesicular ("blister like rash"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, fatigue, weight decreased, back pain, arthralgia, vulvovaginal pain, tooth loss and rash vesicular outcome was unknown and the allergy to metals had resolved. The reporter considered allergy to metals, arthralgia, back pain, fatigue, menorrhagia, migraine, pelvic pain, rash vesicular, tooth loss, vaginal haemorrhage, vulvovaginal pain, weight decreased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: discrepancy noted in no. Of pregnancies. Plaintiff reported total number of pregnancies: 5. Total number of live births: 4. As per mr : ectopic pregnancy in 2007 and threatened abortion before 22 weeks gestation in 2010. Essure- right tube left fallopian tube removed due to ectopic pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Hysterosalpingogram - in 2011: unilateral occlusion (right tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included threatened abortion (threatened abortion before 22 weeks gestation) in 2010, ectopic pregnancy in 2007, body mass index normal, multigravida, parity 4 (live birth (B)(6)2003, (B)(6)2005, (B)(6)2008, (B)(6)2010), cramp in lower abdomen, genital bleeding, abdominal pain, headache, stress, depression, anxiety, dysthymic disorder, nausea, vomiting, bipolar disorder and anorexia. Previously administered products included for birth control: depo-provera; for an unreported indication: citalopram hydrobromide. In 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2013, the patient experienced allergy to metals ("nickel allergy") with dysgeusia and fatigue ("fatigue"). In 2016, the patient experienced migraine ("migraines / headaches") and the first episode of alopecia ("hair loss") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced back pain ("back pain"), arthralgia ("hips pain"), vulvovaginal pain ("vaginal pain"), tooth loss ("tooth loss") and the second episode of alopecia ("hair loss"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube)). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, fatigue, weight decreased, back pain, arthralgia, vulvovaginal pain and tooth loss outcome was unknown and the allergy to metals had resolved. The reporter considered allergy to metals, arthralgia, back pain, fatigue, menorrhagia, migraine, pelvic pain, tooth loss, vaginal haemorrhage, vulvovaginal pain, weight decreased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: discrepancy noted in no. Of pregnancies. Plaintiff reported total number of pregnancies: 5. Total number of live births: 4. As per mr : ectopic pregnancy in 2007 and threatened abortion before 22 weeks gestation in 2010. Essure- right tube left fallopian tube removed due to ectopic pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Hysterosalpingogram - in 2011: unilateral occlusion (right tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received: new event tooth loss and hair loss was added. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included threatened abortion (threatened abortion before (B)(6) gestation) in 2010, ectopic pregnancy in 2007, body mass index normal, multigravida, parity 4 (live birth (B)(6) 2003, (B)(6) 2005, (B)(6) 2008), cramp in lower abdomen, genital bleeding, abdominal pain, headache, stress, depression, anxiety, dysthymic disorder, nausea, vomiting, bipolar disorder and anorexia. Previously administered products included for birth control: depo-provera; for an unreported indication: citalopram hydrobromide. In 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2013, the patient experienced allergy to metals ("nickel allergy") with dysgeusia and fatigue ("fatigue"). In 2016, the patient experienced migraine ("migraines / headaches") and alopecia ("hair loss") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced back pain ("back pain"), arthralgia ("hips pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, fatigue, weight decreased, alopecia, back pain, arthralgia and vulvovaginal pain outcome was unknown and the allergy to metals had resolved. The reporter considered allergy to metals, alopecia, arthralgia, back pain, fatigue, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: discrepancy noted in no. Of pregnancies. Plaintiff reported total number of pregnancies: 5. Total number of live births: 4. As per mr : ectopic pregnancy in 2007 and threatened abortion before (B)(6) gestation in 2010. Essure- right tube left fallopian tube removed due to ectopic pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Hysterosalpingogram - in 2011: unilateral occlusion (right tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2019: reporter, patient demographics, medical history, historical drugs and laboratory data were added. Updated suspect drug indication. She explanted essure. Added events abnormal bleeding (vaginal, menorrhagia), migraines / headaches, dental problems: penny taste in mouth, nickel allergy, pain, fatigue, weight loss, hair loss, back pain, vaginal pain and hips pain. Injury event was deleted. Outcome of event was updated and onset dates. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.